Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the patient losing external power while connected to the mpu, was confirmed in the submitted log file and event communications. The customer submitted a heartmate 3 log file for review; no product was returned for evaluation. The patient lost mpu power for approximately 36 seconds; the system was powered by the controller¿s backup battery during this period. The alarms ceased when the patient installed a pair of clips and fully charged batteries. The reason for the loss of external power was unable to be determined based on the log file. Multiple requests for additional event information were sent to the customer. The customer did not reply to the requests for additional information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number was not provided by the customer. The approximate age of device cannot be calculated due to serial number not being provided. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a loss of power while on the mobile power unit (mpu) on (B)(6) 2019 as the patient was moving to the batteries based on the log file review by the manufacturer's technical service representative. This could be caused by the power cord coming loose from the mpu or the wall outlet.